Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and the device arrived on site. Turned the unit on, the pressurizing circuit unit would not pressurize, and the map was set to 0. Replaced the circuit and pressurized the unit. Circuit calibration, performance checks, and the ddi board was calibrated and all passed. Root cause of failure was determined due to the customer's circuit, while inspecting, it was discovered that it was missing a plug and thus would not pressurize. The unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the map (mean airway pressure) of 3100a ventilator is fluctuating. Furthermore, there was no patient associated with the reported event.